Event description:
The patient has an evoke spinal cord stimulation (scs) system implanted, and is very sensitive to small changes in stimulation parameters (e.g. Sensitivity, frequency). It was also reported, the patient felt rib stimulation in similar area during the initial programming session (during coverage assessment). Stimulation configuration uses bottom halves of leads. The patient was being seen for a planned magnetic resonance imaging (MRI) scan. A company representative performed an impedance check, all ohm values noted to be okay on the patient prior to the MRI scan, and the device set to stock mode. MRI guidelines reviewed by the radiographer. The radiographer stated the patient had a standard shoulder scan using "normal mode and 8 ch receiver only shoulder coil". The ax pd, ax pd fs and cor pd fs were performed, when the scan was terminated after 7 minutes, due to the patient experiencing a twitching sensation on the right side of their ribs. The company representative was called back and another impedance check post-scan showed no difference to the pre-MRI check. Stimulation was turned back on without noticeable change.